Event description:
Caller alleging receiving discrepant values. (B)(6) 2013. Inratio 3.0. Lab 10.1. Time between testing 5 minutes. Patient's therapeutic rang unk.

Manufacturer narrative:
Investigation pending.